Event description:
Patient informed rn that there was something in his IV tubing that looked like a bug. The patient pinched off the tubing before it entered the vein. Evidence collected. It was baxter macro drip tubing and baxter .9 ns 1000ml (lot # c 855361). It looks like either a bug or fuzz in tubing.